Event description:
Patient's sure step meter was prompting error 5. Patient was re-tested, however, the meter would only prompt the error message. Patient's family member explained that due to not having a means of testing their blood glucose level, pt was taken to the ER due to experiencing a seizure. No blood glucose readings were provided from the hospital. Patient's diabetes medication type, name, and dosage were not provided. Patient's family member did explain that pt was treated with food to elevate their blood glucose level, suggesting that the seizure was a result of low blood glucose level. The customer service representative arranged a field exchange, so that the patient's family member could pick up the meter directly from their pharmacy, since the replacement meter had not been received. Medical affairs specialist mailed a letter after an unsuccessful phone call attempt.